Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that immediately following implant and while still within the implant environment, the patient with this pacemaker exhibited three incidents of oversensing which resulted in an absence of sensing and pacing pulses. Two incidents were not clinically impactful; however, the third incident was absent of sensing and pacing for over 5 seconds and resulted in loss of consciousness. In absence of medical intervention, the patient's rate returned to sinus, with normal av conduction. The physician was interested if this event could have been caused by oversensing interference of emi. The patient was released a few days post implant with a programming modification and a slight decrease in ra and rv sensing measurements. Additionally it was reported that a CT scan post implant, was indicative of a slightly pierced right ventricular apex; however, no intervention was required. To date, the device and rv lead remain implanted and in service with no additional reported complications.